Manufacturer narrative:
On (B)(6) 2021, infutronix confirmed with the distributor that the affected device was discarded and never returned for evaluation and therefore no root cause could be established. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00012.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On (B)(6) 2021, a distributor of infutronix reported an issue on behalf of an end user: "an administration set model hs-004 lot n/a set was leaking near the port." Device operator was a patient. Medication infused was 5fu. A patient was involved but not harmed. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.